Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s keypad hard to press and middle and down buttons were less responding. Customer stated using the up and down arrow buttons, customer were able to navigate screens. Customer stated that the numbers were not ramping on their own and the scroll bar was not moving up or down with no input from the user. Customer stated they received battery failed alarm. Customer stated they received insulin pump error alarm. The customer they were able to clear the alarm and were able to complete the rewind process. Customer performed the self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow and select button due to flattened button dome switches (no crease). The insulin pump was also received with missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, serial number label faded, missing end cap address label, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. The insulin pump passed the self test however, unable to perform the displacement test due to missing retainer. No unexpected failed battery alarm or pump error 63 alarms during testing however, pump error 63 alarm, pump error 2 alarm, and pump error 79 alarms are found in the formatted history file due to a software error.